Manufacturer narrative:
It was suspected that the thrombus contributed to the mi and cerebral infarct. It was reported that the cavity formed due to the failure of a suture to secure the valve to the native aorta and was the result of a complicated implant procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: watanabe y, naganuma t, kitanaka y, nakamura s. Thromboembolic acute myocardial infarction after aortic valve replacement using the freestyle stentless aortic bioprosthesis with subcoronary valve replacement. Eur j cardiothorac surg 2019;55:587¿9. Doi: 1 0.1093/ejcts/ezy283. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.   Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old female patient with a medtronic freestyle stentless subcoronary aortic bioprosthesis that had been implanted seven years ago. The patient presented with chest pain and a thromboembolic acute myocardial infarction (mi) and an asymptomatic cerebral infarct were confirmed. A computed tomography (CT) indicated a cavity and thrombus between the native aortic wall and the bioprosthesis. It was suspected that the thrombus contributed the to mi and cerebral infarct. Subsequently, two months after admission, an elective aortic valve replacement was performed. The patient recovered and no additional adverse patient effects were reported.